Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that surgical intervention was performed and this cardiac resynchronization therapy defibrillator (crt-d) has been explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that a yellow alert occurred for this cardiac resynchronization therapy defibrillator (crt-d). The yellow alert displayed a message of voltage too low for an estimated remaining longevity. Boston scientific technical services (ts) reported that a fault code of 1003 was declared. Ts discussed that the device hardware was not detecting the loss of battery energy at which the battery status indicators were not reflecting the depletion condition accurately. Ts reported that the indicators should no longer be relied upon to determine the depletion status of the device. To date, the current drain appears steady however, may change unpredictably. The device is malfunctioning and ts recommended that the device be replaced. Evidence suggests this crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.